Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system started blinking during cine which made the system unusable. No patient serious injury or death was reported related to this event.